Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection was performed on this device and no abnormalities were detected.

Event description:
This left ventricular (lv) lead was attempted due to the guidewire that would not advance through the lead. The lead was never in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to the guidewire that would not advance through the lead. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A wire insertion test was done in which a 0.04 wire passed through the lead front loading and backloading with no resistance felt. Moreover, a visual inspection was performed in which there were no anomaly observed with the lead.